Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was separated from the drip chamber. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set separated below the spike which led to a leak. The set was being used for infusion of morphine. There was no report of patient injury or medical intervention associated with this event.